Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, swelling in the scrotum and slight pain, it was also reported that tubing was palpable near shaft. The ipp was explanted and replaced with a tactra. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).